Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the third retrieval of the valve due to positioning difficulties, the delivery catheter system (dcs) deployment handle separated. The valve and dcs were recaptured fully and removed from the patient. A different valve was loaded onto a new dcs and was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the dcs. Visual analysis showed the handle components were partially detached from the dcs. From close observation, both tabs appeared to have a hairline fracture at the point where the tab protrudes from the deployment knob. Several voids were observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule. The trigger appeared intact. The dcs was returned with the end cap/screw gear snap fit connected. The valve could not be retrieved from the dcs as the deployment knob is damaged; however, there was no complaint against the valve. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicated the valve was recaptured three times due to positioning difficulties. Recapturing is a feature of the device to allow for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The deployment knob (actuator) separated during the final recapture, but the cause could not be determined with the available evidence. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or if a valve was misloaded. The cause of the voids in this case could not be determined. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.